Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified. Precautions: these devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening and aspiration. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. Customer complaint indicated that ¿when placing the implant it disengaged from the contra-angle mount (mdr10) and fell to the floor¿. The complaint was unconfirmed, as the test handpiece connector firmly retained the implant mount as intended during functional testing. A root cause could not be determined for this complaint. There are no corrective actions recommended. Report type change from "serious injury to malfunction". No outcomes attributed to adverse event were applicable upon investigation. Type of reportable event change from "serious injury to malfunction".

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
Doctor indicated when placing the implant it disengaged from the contra-angle (mdr10) and fell to the floor.